Manufacturer narrative:
(B)(4). Seeking additional information. This report will be updated should additional information become available.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, undersensing and low impedance measurements which remained within normal limits. Subsequently, the lead was surgically abandoned and replaced with a new ra lead. No additional adverse patient effects were reported.